Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. It was reported that there was a stored episode with noise that correlated to the time of the syncopal event. The patient was pacemaker dependent. The device was interrogated and normal function was observed. Noise was unable to be reproduced because the patient was in the end stages of cancer and was not doing well. The patient had very low potassium due to having diarrhea in previous days. Two doses of potassium were administered to the patient. The patient planned to be monitored to ensure there were no further episodes of noise. No additional adverse patient effects were reported.